Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the operation was performed for the patient who had a proximal tibial fracture. Patient was implanted with 3 compression plate (3cp-plt and screws. Because the patient got infected, the removal operation was performed on (B)(6) 2013. The hexagonal holes of the two locking screws head 413.30s were stripped, and they could not be removed. One of them was removed by using a carbide drill; surgeon could not drill the other screw, which was placed in the posterior of the most proximal part of the tibia by even using the carbide drill. As a result, the locking screw was removed together with the plate (422.222s). From the doctors point of view, the excessive load was applied, and the screw was deformed by the stress on the area where the screw touched to the plate. The sales staff confirmed that the operation was performed by the suitable operation procedure. This complaint is on the locking screw. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Product development evaluation: in the proximal part one lcp screw hole was drilled by a carbide drill to remove the first locked lcp screw. Due to this the thread is missing. In a second lcp hole a lcp 5.0 tan screw is still inserted / locked and the screw hole is over drilled by a carbide drill (~2mm deep). The screw is still locked into the lcp plate. Due to tightening issues, e.g. Without using a torque limiter or not locking the screw according to the op technique. Further, an accumulation of protein on the implant surface which result in a like a compound connection and which supporting the connection between the lcp screw and the lcp plate. As a result to the described evaluation it is not possible to determine the exact cause. The surgeon admitted that excessive load was applied and the screw was deformed on the area where the screw is contacting the plate.

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device used for treatment, not diagnosis.